Manufacturer narrative:
Final analysis found signs of compression on the outer coil at 24.3 cm to 26.1 cm and the insulation was also damaged in this area as a result of clavicular crush. An electrical short circuit was noted due to clavicle crush damage.

Event description:
It was reported that the right atrial lead had fractured. The lead was explanted and replaced.